Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that she had issues with air bubbles in the reservoir. For the last 6 months the customer was getting air bubbles in the reservoir more often. They believed something was wrong with the o-rings. Customer's blood glucose level was not reported. The device was not returned.